Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for less than 3 days. The patient replaced infusion set and resumed insulin successfully. No further information available.